Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after sizing the glenoid and placing the glenoid central pin, the surgeon went to ream the medium glenoid reamer attached to the reamer shaft over the pin. After reaming, the surgeon went to remove the reamer off of the central pin and the reamer became impinged on a retractor and he was unable to dislodge the reamer from the pin. After struggling for a moment we heard a crack and it was the distal shaft tip of the reamer handle. At that point the reamer separated from the shaft and we were able to retrieve the reamer with a kocher. Both pieces of the reamer were taken out of the patient and removed from the surgical field. No injury was done to the patient and there was no delay in the case once the instrument broke. All pieces will be sent back together and I have no further information on this situation.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.